Manufacturer narrative:
See MDR 1920664-2009-00335 for the delivery device used with this intraocular lens. Note: the doctor reported two lenses but could not identify which lens was involved in this case.

Event description:
The haptic bent while the lens was inserted into the patient's eye. The incision was enlarged to remove and replace the lens. Suture was needed to close the wound.